Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported they were stuck in the rewind/prime loop. The customer also reported insulin was squirting out during the manual prime process. It was also found insulin continued to drip after the motor stops during the manual prime process. Customer's blood glucose was 133 mg/dl at the time of incident. The customer's blood glucose was 384 mg/dl at the time of the call. Customer treated their blood glucose with manual injections. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.